Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the loading unit was loaded onto a representative signia handle and adapter. The loading unit communication with the handle was verified and revealed that the returned loading unit had not been fired/was used seven times. A representative cartridge was inserted into the loading unit and properly recognized. The loading unit was applied to test media with proper staple formation and media transection. It was reported that the reloads were not able to form proper b staples, device component was disengaged, reloads were not able to fire fully and the device not being able to fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: siglu60a; tri 2.0 siglu60a 60 load unit; (lot number: n3h2068y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) sigphandle; sig power sigphandle handle; (serial number: unknown) sigadaptxl; sig power sigadaptxl linear xl adapter; (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure using the loading units and reloads with a powered stapler and xl adapter, the reloads were not able to form proper b staples, staples that opened and could not close fully, staples fell into the abdominal cavity, reloads were not able to fire fully, incomplete staple lines, and the device not being able to fire even with new blades and reloads which resulted to extended surgical time of two hours due to multiple device issues. It was confirmed that the staples were retrieved by hand instruments. Troubleshooting involved replacing the device with new blades and reloads, but the same issues persisted, leading to the use of staplers from another company.